Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762, version #: 2.1.0, h3, h6: a medtronic representative went to the site to test the equipment. The issue was unable to be replicated. The system performed as intended. Codes b01, c19, and d14 are applicable to the system servicing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the navigation and x-ray images did not fuse. It was also reported that the registration error was too big, by more than 3.5 mm. Patient present. The fuse problem was a misunderstanding between the clinical team and the technical department of the hospital that communicated with the medtronic representatives (rep). The only problem was that it was difficult for them to achieve high navigation accuracy.

Event description:
Additional information was received. It was reported that per the manufacturer representative (rep) the system was functioning as in tended. To clarify the reported problem, it was not an issue with image fusion; rather that the site was having difficulty achieving registrations with a low error margin. They had to capture a large number of points in order to bring the error down to an acceptable level (in millimeters). It worked fine for the rep, though it was true that the error margin was slightly higher when using their registration probe compared to the rep's stock probe. The site's probe featured a rounded tip, when the rep's stock had a flat one, which suggested that it might need to be replaced. Aside from that, no issues were observed; however, the images did not appear to be optimal. It was suggested that it might be necessary to review which specific images were being used for the registration model.

Manufacturer narrative:
H2: additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.